Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) was experiencing diaphragmatic stimulation. A revision procedure took place and two epicardial leads of another manufacturer were implanted. Upon connecting the leads to the device there were high out of range pacing impedance measurements greater than 2,000 ohms displayed. The chronic lv lead was connected to the device and the greater than 2,000 ohms remained. The device was explanted and replaced with another manufacturer's device. The lv lead was surgically abandoned. To date, there have been no adverse patient effects reported.